Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not received from the customer and therefore,an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The patient experienced ectopy and echocardiography showed the impella cp device at 5.7 centimeters (cm). The nurse practitioner pulled the device back 2 cm. It was also reported that impella was pushed in during surgery because of the patients very short aorta. It was advanced and repositioned. The patient continued on support until the device was successfully weaned.